Event description:
Clinical study. It was reported that 1440 days after a coronary artery drug-eluting stenting treatment procedure, the patient had a myocardial infarction (mi). The index procedure treated 1 target lesion located in the proximal circumflex (cx) with 90% stenosis, a length of 13mm and reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.5 x 16mm taxus express2 drug-eluting stent with 0% residual stenosis. The patient was discharged 1 day post-index procedure on protocol doses of asa and plavix. The patient was admitted with elevated cardiac enzymes, consistent with protocol definition of mi, 1440 days post-index procedure. The patient underwent pci of the distal right coronary artery 100% stenosis with thrombectomy and placement of a commercial stent, reducing the stenosis to 0%. Per source "additional coronary artery disease in the left anterior descending artery and circumflex territories was observed" and the patient was referred for pci of the left anterior descending artery and the circumflex at a later date. The patient underwent dual chamber ICD implantation due to non-sustained ventricular tachychardia. The patient was discharged 5 days after admission. In the opinion of the physician the mi was not related to the study stent, the index procedure, or the patient's co-morbid condition; the relationship of the mi to the non-target vessel was probable.

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.